Event description:
Pt was having a mitral valve valvuloplasty in cardiac cath lab. The great vessel was perforated and required surgical repair. A 6 french sidearm needle was being introduced through the sheath when the needle came out through the side of the sheath, as opposed to coming out the tip of the sheath.